Event description:
It was reported that there was an infection at lead-extension connection. The connection was beginning to erode through the skin. Components were explanted and sent to lab for culture. The issue was resolved at this time.

Manufacturer narrative:
Concomitant products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: extension. Product ID: 3389s-40, lot#: va1uejq, implanted: (B)(6) 2019, explanted: (B)(6) 2022, product type: lead. Product ID: 3389s-40, lot#: va1wvb2, implanted: (B)(6) 2019, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 25-may-2025, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 02-jun-2025, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 18-jun-2021, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 23-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.